Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering low fio2 (fraction of inspired oxygen). There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings could not be confirmed. During the device evaluation, however, ventec did observe that the device's exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) to resolve the observed issue. The ift being replaced would have also resolved intermittent issues with fio2. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.